Manufacturer narrative:
Batch review performed on 20 august 2021. Lot 1922678: (B)(4) items manufactured and released on 22-nov-2019. Expiration date: 2024-10-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
4 months after the primary the patient came in reporting pain and the cause of the pain was unknown. The surgeon took x-rays and it was observed the loosening of the pedicle screw, not medacta, and the back out of the cage. The patient's bone was osteoporotic. The surgeon revised the mectalif posterior tipeek 9x25x13 l10° and the surgery was completed successfully.